Event description:
Per the clinic, the patient experienced a performance decrement with device use after a fall several months ago. Reprogramming and hardware exchange attempts were done; however, the issue did not resolve.